Event description:
Pt. C/o false blood glucose readings with true result meter. Tested bs with another meter and was approximately 40 mg/dl off from the true result reading. Brought meter to pharmacists, tested against 2 other meters from 2 different manufacturers (true result - 85 mg/dl, other meters 107 mg/dl). Pt informed pharmacists that her bs should be slightly higher than 100 prior to testing based on her history and very precise eating habits. Pharmacist planning to counsel patients for suspected false readings as this could result in hospitalizations and death. No adverse event reported.

Manufacturer narrative:
No further information obtained for followup of medwatch form. (B)(4). Based on new internal processes, this complaint is determined to be reportable. We acknowledge the lateness of this report.